Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose level was 260 (mg/dl). Tandem technical support informed the customer that apidra was contraindicated for use with the pump. An infusion set site change and a complete supply change were performed and the occlusion alarms continued.